Event description:
My dexcom g7 was inserted into my arm and once it became active, I got the message "defective sensor replace immediately". This is the second time in 2 months that this has happened. In this case the wire that should have been inserted, was coiled up into the small hole in the top of the sensor. I believe the design of the inserter is defective. The "clear ring" on the sensor needs to be pressed in to allow the sensor to be inserted. It requires a great deal of force to push the ring in and then rather than a quick insert, it is like a 2-stage event. You can hear a click, then a second or two later, it is followed by the device being inserted. When using my left hand to insert into my right arm, it takes several times before the inserter will work. It is a terrible design versus the libre system. I would switch, but the libre system's meter is not loud enough to wake me up if I have a low blood sugar during the night. I have the sensor, but dexcom is requesting it back.